Event description:
The customer reported to vyaire medical that the vela ventilator is giving motor fault. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other: the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer was advised to calibrate the transducer to determine if any of those failed calibration. The customer has placed an order and the part will be shipped after the customer was provided the main board pn 53420k and the pricing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.